Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance. It was noted that the lead did not exhibit noise at the time of the call. Technical services (ts) recommended further evaluation in clinic. The lead remains in use. No adverse patient effects were reported.